Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 130 mg/dl. The customer reported that they had received the low battery alert. The customer was assisted with troubleshooting and the display did not return. The customer declined to troubleshoot for low battery alert. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected failed battery alarm anomalies noted. (B)(4).